Event description:
Revision surgery was reported to have hardware removed and a total hip arthroplasty. When hip was opened it was noted that the plate was broken.

Manufacturer narrative:
The manufacturer report number for this device should contain (B)(4) as the prefix.initially reported on uf/importer report # (B)(4).